Event description:
During ongoing investigation it was identified a fracture of the implant collar.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) & one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified fractured implant at the collar, and a fractured screw inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (63417971). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown zimmer screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (63417971) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.